Manufacturer narrative:
Citation: g. Dixon et. Al. Infective endocarditis in children: an update. Curr opin infect dis 2017, 30:257-267 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding infective endocarditis in children: an update. All data were collected via summary style between. The study population included patients which were implanted with medtronic melody (serial numbers not provided). Among all patients deaths were noted, however based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: endocarditis and infection. Based on the available information, these events may have been attributed to medtronic product.